Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however software was reloaded as a preventative measure. Device passed functional and systems tests.

Event description:
It was reported the programmer was recently sent to instrument service because it could not be upgraded in the field with the vivasoftware. The programmer was returned to the sales representative after being serviced. The programmer was checked and showed 2.6 version software which is the correct version. It was also reported a physician using the programmer could not interrogate an implantable cardiac monitor, received a message that this device cannot be interrogated. Technical services said that message occurs when a newer software version programmer interrogates a device first. If interrogated by an older version, the error message occurs. It is suspected the newly implanted cardiac monitor was interrogated by the hospital programmer and when the patient returned to the physician office for staple removal, the physician used the above referenced programmer. The programmer was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.